Event description:
Customer reported an issue with the speaker/vibrate function of the pump, specifically noting that the speaker was not audible. There was no adverse impact to the customer¿s blood glucose level. The customer will use a new pump for insulin therapy.